Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the procedure the sub xyphoid 10/11mm trocar inner seal ripped and leaked during the procedure. The case took longer than normal to complete. No additional trocar were opened to complete the case. The trocar came from an fdc15 kit (lot#l4copu). There was no consequence to the pt.